Event description:
Impedance increased from 999 to 1750 in one day. Noise on the rv channel and patient received inappropriate shocks. The physician plans to replace this lead in the future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.